Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection with the naked eye was performed noted a cut/hole in the tubing. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing noted a leak through a triangle shape cut on the silicone tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous h10. H10: update "the cause of the condition could not be determined." To "the cause of the hole could not be determined." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked from unspecified location on the tubing. This was noticed at the patient's home during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.